Event description:
It was reported that a spectrum pump experienced a false detection of a loaded set at points 3 and 4 during biomedical testing in the general medical/surgical care area. It was reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom false detection of a loaded set at load points 3 and 4, caused by a failed downstream sensor. The failed downstream sensor was replaced.